Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6. As reported, the needle of a 120cm outback elite re-entry catheter broke off in the subintimal space. There were no additional interventions performed. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports flushed were flushed. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. There was no adverse event associated with the use of this device. No intervention was required to treat the adverse event. There was no patient injury. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. During prep the cannula/needle actuated smoothly. There was one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A non-cordis guide wire was used. There was no difficulty advancing the outback over the guidewire. There was proper orientation confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user held onto the black handle. The device did not make a "clicking sound" and then begin to turn freely while torqueing. The user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torqueing. There was no difficulty/resistance actuating the product. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft was not released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion did the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. There was no resistance or difficulty removing the outback from the patient. The cannula was retracted prior to catheter withdrawal. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The cannula needle was received fully deployed. Dried blood residues could be observed on the deployed needle at distal tip of the unit as received. Per visual analysis, no anomalies were found. The unit was properly flushed. During functional test, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit, and successfully flushed. The water dripped out from the distal end of the catheter. Neither resistance nor loosen material/ matter was observed during flushing procedure. Also, functional test to determine the level of functionality of the returned device was successfully performed. The cannula was advanced and retracted several times via distal movement of the deployment slider. No anomalies were observed. Per dimensional analysis, the cannula deployment length and the usable length of the outback elite were measured and found within specification. Per microscopic analysis, the unit was thoroughly inspected under vision system and no anomalies were observed on either the tip of the unit or on the tip of the cannula needle. The product history record (phr) review of lot 17880741 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle fractured/separated in patient¿ was not confirmed through analysis of the returned device since no anomalies were noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced by the customer since there were no anomalies noted to the returned device. Multiple attempts to further clarify the event described as the needle ¿broke off in the subintimal space¿ has been made with no success. As cautioned in the information for safety provided in the instructions for use (IFU), ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. If the guidewire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outback elite re-entry catheter and wire together from the vasculature. Excessive calcification at the site of re-entry may impair performance.¿ also stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence. Select a 0.014¿ guide wire from the list of recommended guide wires in table 1. Verify that the cannula tip is fully retracted back into the outback elite re-entry catheter shaft and the catheter is straight. Back load the 0.014¿ guide wire into the outback elite re-entry catheter through the distal end port of the nosecone.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 17880741 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the needle of a 120cm outback elite re-entry catheter broke off in the subintimal space. There were no additional interventions performed. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports flushed were flushed. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. There was no adverse event associated with the use of this device. No intervention was required to treat the adverse event. There was no patient injury. The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. During prep the cannula/needle actuated smoothly. There was one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A non-cordis guide wire was used. There was no difficulty advancing the outback over the guidewire. There was proper orientation confirmed under fluoro prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. While torquing the device during placement, the user held onto the black handle. The device did not make a "clicking sound" and then begin to turn freely while torquing. The user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing. There was no difficulty/resistance actuating the product. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft was not released after the cannula tip was properly positioned. The ¿lt¿ directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion did the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. There was no resistance or difficulty removing the outback from the patient. The cannula was retracted prior to catheter withdrawal. The device is expected to be returned for evaluation.